Event description:
The pt was implanted with a paracorporeal ventricular assist device (pvad). It was reported by the vad coordinator that the pt had been in the hospital for several weeks due to thoracic fluid collections/effusions that required two surgical explorations of the mediastinum. Late last week, the vad coordinator called and reported that there were small cracks noted in the housing of both pvads. The cracks are small and begin at the metal seam and extend towards the back of the pump heads. The vad team denied use of any polar organic compounds that could have caused this and since the patient has been in the hospital they deny any trauma or force that could have caused the cracks.

Manufacturer narrative:
The explanted date is estimated for the reported "early (B)(6)". The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the patient was successfully transplanted in early (B)(6) 2014. Both pvad pumps are currently being held in the hospital's pathology department. They cannot release the pumps to be sent back to the manufacturer until they receive written permission from the patient. The vad team is trying to obtain permission but if they are not able to, the pumps will be disposed of.

Manufacturer narrative:
Additional information - the explanted device was returned to the manufacturer for evaluation. Although cracks in the pump housing were confirmed, a root cause for these cracks could not conclusively be determined through this evaluation. Upon visual inspection of the returned pump, multiple cracks running perpendicular to the threads were noted along the pump housing. No evidence of damage to the pump cap or pump housing was noted. The pump was pressurized and tested for leaks on both the blood sac and the pneumatic side of the pump. The pump passed thoratec's manufacturing specifications, verifying that the confirmed cracking did not affect the ability of the device to hold air. The device was forwarded to an outside laboratory for additional testing. Their analysis revealed that copious pressure sensitive adhesive residues with cellulose and polyester fibers were found on the device. These residues are known to trap mild environmental stress cracking agents, such as isopropanol. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt remains ongoing with the device and no further issues have been reported. No further info is available at this time. A supplemental report wil be submitted when the manufacturer's investigation is completed.